Event description:
A trilogy evo ventilator was returned to the manufacturer for preventive maintenance. There was no patient involvement, and no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow sensor was replaced to address the issue. The device passed final testing after repair.